Event description:
It was reported that a patient underwent a sling procedure in the "u" position on an unknown date. During the procedure, the surgeon performed a cystoscopy and found that he had perforated the bladder on the left just below the trigone. The surgeon removed the sling on that side and reinserted it. On re-cystoscopy, the surgeon did not see tape in the bladder, but the perforation site was bleeding. The patient was sent home with a catheter. The next day, the patient had hematuria, so the patient was seen by a urologist. A CT scan showed a ten cm hematoma on the left. No urologic cystoscopy was performed. The pt's hematocrit dropped from 37 to 23 and she required a transfusion. The urologist recommended that the foley stay in for ten days and currently it remains in the patient. Additionally, when the patient strains for a bowel movement, she leaks urine.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.